Event description:
Per provider the manifold valve is not shifting fully. Per independent repair center statement the unit was alarming or red light. The key failure is the valve intermittently not shifting fully.